Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e1. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: signal transmission failure, intermittent flickering, uneven focus on image, ccd (charged coupled device) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 (scope communication error) was due to signal transmission failure and uneven focus on image found during device evaluation was due to ccd failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited communication error and the video cable was not connecting with the stack. There were no reports of patient harm.